Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient who experienced halos following intraocular lens (iol) implantation. Approximately four months following the initial surgery a lens exchange was performed. The site reported dysphotopsia. Additional information is requested.